Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine [2 mg/ml] at a dose of 0.6403 mg/day, baclofen [50 mcg/ml] at a dose of 16.008 mcg/day, morphine [25 mg/ml] at a dose of 8.004 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that a motor stall seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). The pump status and/or event log report motor stall occurred. The motor stall was active. The date of the event was (B)(6) 2017. It was reviewed that at 21:59 on (B)(6) 2017 the tube set alarm would sound if the motor stall had not recovered. Reported symptoms included excruciating pain which was considered a sudden change in therapy/symptoms. The hcp wanted to print a record that showed the motor stall and the steps to create a print report with log information were reviewed. No further complications were reported or anticipated.